Event description:
Customer reported that while drawing up vaccine using a sol-care syringe with safety needle, the vaccine started spraying out of the needle at the hub, so was unable to draw up full dose of vaccine.

Manufacturer narrative:
Investigation in progress.no samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
No samples or pictures of the impacted sol-care 3ml luer lock syringe with safety needle 25g×1, ref 32510sn, lot 04011001, were received; therefore, the reported issue could not be verified. Based on the batch record review and risk assessment, no abnormalities or deviations were identified. The manufacturing process and raw materials were confirmed to be within specifications. Lot 04011001 expired on 31 october 2025; therefore, archive sample analysis was not performed. Our evaluation of the risk, which follows guidance from iso (B)(4), indicates that the residual risk of the reported failure is low. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.